Event description:
It was reported that the right atrial lead exhibited capture and sensing anomalies due to dislodgement. The lead was explanted and replaced during a pulse generator change out procedure. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.